Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro transcatheter aortic valve; product ID evolutpro-29-us (serial: (B)(6)); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the first valve failed to unfold properly and did not meet the implantation requirements. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was then prepared and the delivery catheter system (dcs) was inserted into the patient. While attempting to implant the second valve, pericardial effusion was noted. In response, the valve and dcs were withdrawn from the patient. The patient was then provided surgical treatment for the pericardial effusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the first valve failed to unfold properly and did not meet the implantation requirements. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was then prepared and the delivery catheter system (dcs) was inserted into the patient. While attempting to implant the second valve, pericardial effusion was noted. In response, the valve and dcs were withdrawn from the patient. The patient was then provided surgical treatment for the pericardial effusion. Additional information was received to clarify that the first valve unfolding was an infold that occurred after partial recapture with high positioning. The same dcs was used for the attempted implant of the first and second valves. The pericardial effusion occurred during the attempted implant of the second valve. Per the physician, the non-medtronic guidewire contributed to the pericardial effusion; however, the valve and dcs did not cause or contribute to the pericardial effusion. Additional information was received that there was no misload identified during loading of the first valve. The first valve was recaptured two times due to high positioning. A procedural delay occurred as a result of the infold. The second valve was never implanted in the patient, and the procedure was aborted due to the surgical treatment. Per the physician, the patient's severe calcification of the bicuspid aortic valve contributed to the infold.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Corrected data: d4. Expiration date was erroneously omitted from the initial medwatch. H4. Mfg date was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the first valve failed to unfold properly and did not meet the implantation requirements. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was then prepared and the delivery catheter system (dcs) was inserted into the patient. While attempting to implant the second valve, pericardial effusion was noted. In response, the valve and dcs were withdrawn from the patient. The patient was then provided surgical treatment for the pericardial effusion. Additional information was received to clarify that the first valve unfolding was an infold that occurred after partial recapture with high positioning. The same dcs was used for the attempted implant of the first and second valves. The pericardial effusion occurred during the attempted implant of the second valve. Per the physician, the non-medtronic guidewire contributed to the pericardial effusion; however, the valve and dcs did not cause or contribute to the pericardial effusion.